Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted and blood/body fluid was observed. The outer insulation was breached/cut and blood was observed in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead was implanted through a catheter. Upon slitting the catheter with the universal slitter, the slitter became dislodged and the lead slid out of the catheter and to the side - slightly bending the lead and possibly cutting it with catheter. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.